Manufacturer narrative:
The software investigation is currently in progress.

Event description:
A medtronic inc contractor from medicraft, reported that the site felt inaccurate during a sextant spine case. The frame didn't move according to the rep, and each instrument appeared to be off in the superior direction; about 5mm in the caudal plane. The surgeon ceased using the o-arm and continued the surgery with a c-arm. There was no impact to the pt.